Event description:
It was reported the patient experienced pain and discomfort at the ipg pocket site. As a result, surgical intervention occurred on (B)(6) 2022 wherein the ipg pocket was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. The event of revision due to discomfort was reported to abbott. The ipg was placed in new pocket. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.